Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted the presence of set screw marks on the lead terminal pin and damage to the outer insulation 20 centimeters (cm) from the is-1 end that was felt to be consistent with electrocautery damage. Resistance testing and a pressure test of the inner insulation was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. A pressure test of the outer insulation was not performed due to the electrocautery damage. The lead helix appeared intact and undamaged.

Event description:
Additional information was received that a lead dislodgement was suspected and during explant of the lead, damage was noted in the lead insulation.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited changes in threshold measurements, loss of capture (loc) and an unknown duration of pacing inhibition two months post implant. An invasive procedure was performed. The lead was explanted and replaced and the pacemaker remains implanted and in service. No additional adverse patient effects were reported.